Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in three pieces. Final analysis found that the insulation was abraded at 4.4cm to 7.0cm and 16.2cm to 16.8cm from the distal tip. The outer coil was also found abraded and separated at 4.4cm to 7.0cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, only the connector end of the lead was received for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-30772. It was reported that a patient presented to the clinic on (B)(6) 2021 for a routine generator change procedure. It was noted that there was loss of capture on both the patient's right atrial and right ventricular leads. Both leads were explanted and replaced. The patient was stable throughout.